Event description:
During cardiopulmonary bypass, the temperature of the water delivered by the device to heat excharger within the extracorporeal circuit was not maintained at the set temperature limit. There were no adverse consequences to the patient as a result of this event.